Manufacturer narrative:
Added information to b5, b7, h6.

Event description:
It was reported and learned through medical records that a patient with a 23mm 3300tfx valve underwent a valve-in-valve procedure after an implant duration of seven (7) years, nine (9) months, due to leaflets degeneration causing severe stenosis. The patient presented with chronic diastolic heart failure. Physician felt the surgical valve performed as expected. The tavr was performed with a 23mm 9750tfx transcatheter valve. Patient was transferred to recovery in stable condition. Per medical records, patient presented with chronic diastolic heart failure as defined by worsening exertional dyspnea and worsening lower extremity swelling. Patient had severe symptomatic aortic stenosis. Tavr was performed with a 23mm 9750tfx. The patient tolerated the procedure well. Patient discharged home in stable condition on pod# 4.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The most likely cause is patient factors, including coronary artery disease, chronic kidney disease, carotid disease and hyperlipidemia.

Event description:
It was reported that a patient with a 23mm 3300tfx valve underwent a valve-in-valve procedure after an implant duration of seven (7) years, nine (9) months, due to stenosis. Physician felt the surgical valve performed as expected. The tavr was performed with a 23mm 9750tfx transcatheter valve. Patient was transferred to recovery in stable condition.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.